Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h4, h6, and h10. Complaint conclusion: as reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) came out of the device when removing the device from the patient. Hemostasis was achieved with manual compression for less than 30 minutes. There was no reported patient injury. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. A retrograde approach was used. The device and packaging were inspected prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. The user is trained to the device. The product was returned for analysis. A non-sterile ¿mynxgrip vascular closure device 6f-7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The advancer tube was deployed on the catheter shaft properly engaged to proximal tamp lock, and the sealant was observed to have been exposed to blood covering balloon partially. The condition of the returned device indicates an incomplete removal of the device. The returned device was inspected for damages/anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. The procedure sheath and syringe were not returned with the device. Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed to blood, covering the balloon partially. A product history record (phr) review of lot f2220703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined, procedural factors, such as failure to follow the IFU, may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the advancer tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3, h6, and h10. -a review of the manufacturing documentation associated with lot f2220703 presented no issues during the manufacturing process that can be related to the reported event. -this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) came out of the device when removing the device from the patient. Hemostasis was achieved with manual compression for less than 30 minutes. There was no reported patient injury. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. A retrograde approach was used. The device and packaging were inspected prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. The user is trained to the device. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.